Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was beeping for having reached an eri battery status. The physician was dissatisfied with the longevity of the ICD.